Event description:
Episodes with ventricular over sensing/noise. Unclear if allegation is for bsx rv lead or mdt lv lead.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).